Event description:
Hospital reported that a 250cc bag of heparin was hung and the rate was set at 15cc/hr. The patient was transferred from the ER to the post critical care unit with 240ccs remaining in the bag at approximately 12:45 a.m. At approximately 3:00 a.m. The pump alarmed, the nurse went to the room and observed that the bag was empty. Nursing confirmed that the rate was still set at 15cc/hr and observed that the vtbi read 203 cc. There were no patient consequences.

Manufacturer narrative:
Manufacturer's report date 11/5/97. The pump was returned and evaluated. Visual and fucntional testing was performed. It was noted that the factory seal was broken. The MFR confirmed the reported freeflow. Pumping mechanism screws and a washer were found lying in the bottom of the case. This was indicative of improper installation of the pumping mechansim assembly, which caused the pumping mechanism to back away from its normal orientation. When this occurs, it prevents the pumping mechanism fingers from exerting the appropriate force on the administration set to properly control fluid flow. The maintenance manual specifies the correct torque for pumping mechansim screws and defines proper installation of the pumping mechanism. The manual also recommends that comprehensive testing be performed after any servicing requiring the case to be opened. This includes a volume/rate/time test. The MFR checked repair hsitory of this instrument and determined it was not serviced by the MFR in 1997, prior to this incident.